Event description:
During a procedure the surgeon used an acumed 2.8 drill and drill had burnt bone in the flutes. Another drill was used to finish the case without additional burnt bone.

Manufacturer narrative:
Device was not returned.